Event description:
The hcp reported that the pt was in the hospital for "return of symptoms". The pt was receiving duramorph 1 mg/ml at a dose of 0.7 mg/ml via the drug pump. The hcp reported that the pt may have heard the alarm. A follow-up report will be sent if additional information becomes available.